Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure was confirmed via system logs and reproduced during in-house testing in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information: the robotic system carried out the self-test, which did not show any problems. The integrated electrosurgical unit (iesu) generator did not carry out self-tests, so the isi technical support engineer (tse) did not know if the customer tested anything before the procedure began. The system and iesu generator did not fail to start. The iesu was exchanged out for a different generator during the case. The force triad generator was used so it was possible to continue normally with the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, however, the vio integrated electrosurgical generator unit (iesu) was replaced for customer satisfaction. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was showing fault c-34. A fse advised using an auxiliary cautery so that the procedure could continue. The client replaced the auxiliary cautery and completed the procedure normally. The procedure was completed with no reported injury.